Event description:
An ophthalmic technician reported a partial flap was made in a patients' right eye. A new cone and suction ring were used and the flap was recut without incident. Additional information obtained noted that flap was recut without incidence. Flap was reported to be fine at one day follow up appointment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. With limited information the root cause could not be determined conclusively. (B)(4).